Event description:
It was reported that during an unknown procedure, the clip did not form correctly. No reported pt consequence.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.